Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 07/13/2020. Investigation conclusion. It was reported a hole in the primary tubing, with leakage of medication, not caused by the alaris pump. Received from the customer is one used primary set model 2420-0007 lot unknown. Attached to the set¿s drip chamber spike is a 250ml baxter bag, lot number: y329201, exp: jul21, 0.9% sodium chloride injection. Also received is one used primary set model 2420-0007 lot 20055468. Also received is one new unopened primary set model 2420-0007 lot 20055399. Also received are 82 new unopened primary sets model 2420-0007 lot 20055468. All received sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection found no anomalies with the received sets during initial visual inspection. Functional testing was performed by filling a lab IV bag with bleach water and attaching it the sets allowing fluid to flow through the whole set by gravity. Primary set model 2420-0007 lot unknown leaked from a small hole in the silicone pump segment (p/n 12088541) near the upper fitment. All other primary sets primed successfully with no leaks occurring. Closer inspection of primary set model 2420-0007 lot unknown under a lab microscope observed no tool marks or crush marks on the upper fitment near the small hole. All received sets were then pressure tested while submerged underwater (per dir # 10000339917 ¿ IV disposable leak test tp cad). Air pressure was incrementally increased from 5 psi to 30 psi. Primary set model 2420-0007 lot unknown leaked from the previously observed hole in the silicone pump segment. No other leaks were observed throughout the set. The remaining sets were successfully pressure tested with no leaks occurring at the silicone pump segment or anywhere else throughout the sets. Equipment used for testing on 24aug2020: ¿ optical ram-cnc eq 08204 5-feb-21. ¿ air pressure regulator with pressure gauge #2 eq00138 2-oct-20. Device history record for model 2420-0007 could not be performed due to no lot number being provided by customer. A device history record for model 2420-0007 with lot number 20055468 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 07may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record for model 2420-0007 with lot number 20055399 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 07may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The customer¿s report of a hole in the primary tubing with leakage was confirmed. Functional testing found primary set model 2420-0007 lot unknown leaked from the top of the silicone segment. Closer inspection under a lab microscope observed that the leak is due to a small hole in the silicone segment. No tool marks or crush marks were observed on the upper fitment near the small hole. All primary sets model 2420-0007 with lots 20055399 & 20055468 were successfully pressure tested with no leaks occurring at the silicone pump segment or anywhere else throughout the sets. The source of the leak is due to a small hole damage in the silicone pump segment near the upper fitment. The root cause of the hole damage could not be definitively determined. Although the root cause of the hole damage could not be definitively determined, previous investigations have shown that this damage can occur during manufacturing, may be a pre-existing condition of the silicone raw material, or can occur during use or set loading. Manufacturing has investigated this failure under systemic investigation dir # 10000335005. H3 other text : see h10.

Event description:
It was reported that 85 gem v/nv 20d 1cv 2ss dehp free experienced leakage and a damaged/defective tubing clamp. The following information was provided by the initial reporter: sorry, just the primary tubing no secondary. They notice tubing was leaking because medicine was on the floor from the patient. They then tested other tubing and notice the hole when priming. Customer: one of the units called me and noticed that their IV tubing was leaking. Apparently, they discovered a hole in the tubing. This was not caused by the alaris pump because they opened up a new set of tubing and primed it and discovered the hole. It was discovered by my nurses that morning. I do not have the patient¿s demographics but I know ns was ¿infused¿ without a clear amount given to the patient since most of it was discovered on the floor. Therefore, to answer if a patient was harm, I would said it was a potential for harm because the patient did not received the required medication needed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20055468, medical device expiration date: 05/07/2023, device manufacture date: 05/07/2020. Medical device lot #: 20055399, medical device expiration date: 05/07/2023, device manufacture date: 05/07/2020. Medical device lot #: 20055468, medical device expiration date: 05/07/2023, device manufacture date: 05/07/2020. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown.

Event description:
It was reported that 85 gem v/nv 20d 1cv 2ss dehp free experienced leakage and a damaged/defective tubing clamp. The following information was provided by the initial reporter: sorry, just the primary tubing no secondary. They notice tubing was leaking because medicine was on the floor from the patient. They then tested other tubing and notice the hole when priming. Customer: one of the units called me and noticed that their IV tubing was leaking. Apparently, they discovered a hole in the tubing. This was not caused by the alaris pump because they opened up a new set of tubing and primed it and discovered the hole. It was discovered by my nurses that morning. I do not have the patient¿s demographics but I know ns was ¿infused¿ without a clear amount given to the patient since most of it was discovered on the floor. Therefore, to answer if a patient was harm, I would said it was a potential for harm because the patient did not received the required medication needed.